Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that the display did not return after restart. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, active current measurement and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with corroded battery tube and corroded electronic assemblies. Device received with sleep current measurement due to moisture damage.